Manufacturer narrative:
Manufacturer's method, results and conclusions codes: manufacturer evaluation/investigation currently in process.

Event description:
Originally reported to idtf in 2009, patient self-tester reports protime inr 5.3. Patient self-tester was admitted to hospital with nose bleed. Hospital inr 7.5. Patient was treated with site of bleed being cauterized as well as having vitamin k administered due to elevated inr. Patient therapeutic range 2.5 - 3.5 inr.